Manufacturer narrative:
Should additional information become available for the patient, a supplemental record will be filed.

Event description:
The dealer alleges that the tube cracked in half near the tab that adjusts the seat height in the back on the right side by the rear bracket.